Manufacturer narrative:
(B)(4).

Event description:
Procedure type: distal oesophagus resection. According to the reporter: there was a lack of audible feedback when the pressure plate of the orvil was attached. The anvil also did not flip up to 90 degrees as usual. There was great difficulty in attaching the anvil. During the connection, the anvil accidentally slipped out of the opening incision to introduce the anvil to the device. Then the surgery was converted to an open procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).